Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had high blood glucose (bg) levels and ketones were present. The customer had worked with a healthcare provider to resolve the high bg. No additional information was provided.